Event description:
A report was rec'd in 6/2002 regarding a memorylens which had been implanted in the pt's right eye 1999, which lens had opacified. The surgeon is planning on explanting and replacing the lens. The pt's visual acuity at exam in 2002 was 20/60 o.d. The doctor reported that the pt's present condition was not stable, and listed the prognosis as fair. It was also noted on the report rec'd that the pt had an incident of inflammation at 23 days post-op implant 1999. No report of this incident had been previously rec'd.